Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The canister was replaced.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The failure in this case was due to another manufacturers product. There was no failure of the ge healthcare product. This is not a reportable malfunction for ge healthcare. The manufacturer has been notified.